Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03363. Related manufacturer reference number: 2017865-2020-03364. It was reported that the patient presented to clinic for a 6 week post-implant follow-up. Testing of the leads revealed high thresholds in the right atrial, right ventricular, and left ventricular leads. Additionally, the right ventricular lead had dropped r-wave amplitudes. Lead revision was discussed but did not occur. There were no reported patient consequences.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6 (additional device code added.)

Event description:
Additional information: all three leads were dislodged. The leads were then explanted and replaced.the patient was in stable condition.

Manufacturer narrative:
Explant date added.

Manufacturer narrative:
Analysis was normal. No anomalies were found.